Manufacturer narrative:
The returned device was evaluated. During evaluation the unit was able to power on, however, some led segments do not illuminate correctly. The system board was replaced and the unit functioned as designed. A service history record review reveals that this unit was in the field for over three (3) months with no previous reported issues prior to this reported event.

Manufacturer narrative:
The product has been returned to masimo for evaluation. When the investigation is complete a follow up report will be submitted.

Event description:
Customer states that the furthest right display on the top and bottom are missing segments. There were no consequences or impact to patient reported.